Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that two of the customer's sensors were lost. One sensor had a needle break when it got stuck in the serter. The other sensor only lasted for three hours. The sensor glucose was 2.0 mmol/ while the blood glucose was 23.0 mmol/l. The customer attempted to calibrate but received a calibration error followed by a change sensor alarm. No products were returned and a replacement sensor was shipped to the customer.